Manufacturer narrative:
One (B)(4) fast-fix 360 curved needle delivery system used device was returned by customer. The complaint event was due to simultaneous deployment. The device was returned without t1, t2 or suture. The delivery needle was bent; the delivery curve is over exaggerated and has a slight twist. Under warnings the IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.a functional test confirmed that the device cycled and actuated. No root cause related to the manufacture of the device can be confirmed. No further investigation is warranted.

Event description:
It was reported by customer that both t1 and t2 deploy at the same time inside patient's anatomy at (B)(6).